Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The elevated accu tnl result was 0.54ng/ml. The result was reported out of the lab. The physician questioned the result and the original pt sample was re-tested for accu tnl. The repeated accu tnl result was 0.07ng/ml. The customer indicated that there has been no serious injury attributed to or connected with this event.